Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers in main 3.1 and 3.2 had no lights on the back of the boards. A field service engineer (fse) replaced both drawer boards and the controller board and configured the unit in a storage space configuration, tested in hardware test application and confirmed the customer logged and inventoried the drawers successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a black screen issue and was offline in rss. The customer attempted troubleshooting by rebooting and recovering the system, however the issue persisted. Unplugging and reconnecting the power cable did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.